Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt suffered a horrible car accident and due to the outcome experienced from his pump, had it removed. The pump contained prialt at the time of the event. Add'l info has been requested, but was not available as of the date of this report.